Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) ¿ the dentist reported that 20 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. A 40 ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed and immediate load and immediate implant procedures were performed.